Event description:
Patient additionally reported, "drained" deemed deflation by abbvie medical safety, "hard", and "hallway". Healthcare professional reported left-side "rupture" against a saline device. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Information contained in this report was previously submitted through [asr] on [07/17/2013]. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported left side implant "feels like it is tearing off from the webbing when I bow down" and "have to hold boobs up so they don't hurt."